Manufacturer narrative:
Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the left side gauge won't go pass 250 when turned on to positive. No patient involvement was reported.

Manufacturer narrative:
D9: 12/12/2024. Received one device. Visual inspection found no damage. The h-2 pressure chamber was sent in because the pressure gauge won't go past 250mmhg when turned on. The complaint was verified, faulty pressure gauge, unable to calibrate correctly. Device will be strapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.